Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that no surgical intervention occurred because there were no further problems. The impedance between pole 0 and 1 was still less than 50 ohms, but with reprogramming to avoid the combination 0 and 1 there are no further problems with the system life time and the patient symptoms. New measurement of the lifetime of the ins showed normal values. There was no surgical intervention planned. There were no known factors that may have caused or contributed to the event. The cause of the event was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) reported that surgical intervention was planned.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that there was low impedance on the device. There was low impedance between pole 0 and 1. Impedance was less than 50 ohms with 73. The lifetime of the implantable neurostimulator (ins) was indicated as 1 to 6 months. The device was reprogrammed to avoid contacts 0 and 1. The issue was not resolved at the time of report.